Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr/psr on 23/jul/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is: bilateral "pain."

Event description:
Patient reported right side "pain." Physician reported via device tracking, "question intact implant." Device has been explanted and replaced.